Event description:
Abbott diabetes care received a medwatch report in which a customer reported receiving a "replace sensor" error message with the adc device. Adc customer service contacted the customer to gather additional information and the customer indicated that they already reported the incident and that a replacement device was delivered. No further information was provided. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. If product is returned, this case will be re-opened, an investigation will be conducted, and a follow-up report will be submitted after all investigation activities are complete. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. No further investigations planned as product is not expected for return. If unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.